Event description:
It was reported that this pacemaker and non-boston scientific right ventricular (rv) lead exhibited high out of-range (oor) pacing impedances measuring 2037 ohms. A lead safety switch (lss) was also declared which switched the pace/sense configuration from bipolar to unipolar. Boston scientific technical services reviewed the electrogram (egm) and found there were no observations of oversensing. The patient will be coming into the office to be evaluated. Boston scientific technical services discussed programming options and the sales representative will test the system and program accordingly. At this time, this pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).